Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No pump error 28, 53, 3, 68, or 23 were noted during testing; however, pump error 53 is found in the pump history file due to a problem that requires hardware analysis.

Event description:
Information received by medtronic indicated that insulin pump had multiple insulin pump error alarms. Customer reported that they were able to clear the alarms and able to rewind the insulin pump. Self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.